Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional h6 investigation conclusion code: adverse event related to patient anatomy and/or condition. The complaint for 'implant dislodged from a single leaflet, single leaflet device attachment (slda) post-procedure' was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs), who was present on the site. Available information suggests that both the patient's anatomical condition and procedural factors likely contributed to the event. The patient presented with a significantly dilated left atrium (la) and degenerative leaflets. Additionally, a broad jet over the complete commissure, combined with the mentioned anatomical conditions, caused procedural complications. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored, and complaints trending and control limits are managed and assessed.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per report received from germany, edwards received notification of a pascal precision ace in the mitral position where on post operative day 7, there was a single leaflet device attachment (slda) with the first device implanted. The patient exhibited a massively dilated left atrium (la) and degenerative leaflets. There were procedural complications due to the mentioned etiology and a broad jet over the complete commissure. The pascal device was implanted in the anterior-posterior (a2/p2) position with 12-8 clocking. On post operative day 7, a late slda of the posterior leaflet was detected in tee. Patient underwent a heart surgery with a surgical mitral valve replacement. Patient was stable. Starting mitral regurgitation (mr) was severe. Mr after the index procedure was mild. When the slda was detected, mr was moderate.